Manufacturer narrative:
Additional information provided for h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette a pin hole that was identified when taken out of the overpouch. This occurred before use. There was no patient involvement. No additional information is available.